Event description:
It was discovered that the current cleaning probe for the aspirator and the process for using it can cause the outside diameter of the plastic to be shaved off. There has been no injuries reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.